Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Patient information - ni, date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, initial reporter - ni, manufacture date ¿ ni. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-00639, 0001825034-2017-00640).

Event description:
Patient's right hip was revised due to unknown reason. No additional information provided.

Manufacturer narrative:
This follow-up report is being filled to relay corrected and additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has been indicated for a revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.